Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - patient disconnected from set the labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during drain 3of 4, per the hp, she disconnected in dwell cycle and now alarming. The baxter technical service representative (tsr) explained the alarm and helped the hp to clear the alarm by turning the hc off then on. The hc was back to press go to start. The hp would call the registered nurse (rn) and finish with manual bags. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and finishing with manuals. The hp stated that she had disconnected during dwell to use the restroom. After she was finished with the restroom, she laid on her bed but did not connect until she heard the cycler beep. The hp then connected and then the cycler alarmed se2240, the hp said, she called the oncall registered nurse (rn) and they said to call baxter. The hp's regular rn called later that day to check on the hp. Per hp, there were no defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.